Event description:
A nurse called to report that the pt was hospitalized with diabetic ketoacidosis. She did not provide any further info regarding the hospitalization or the pt's treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.